Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result with the binax now covid-19 ag card assay performed on (B)(6) 2022 on a direct tested nasal kitted swab. Rt-pcr confirmation testing (platform unknown) was performed and generated negative results. The customer was informed by a doctor to isolate and was prescribed medication (type unknown). No additional patient information regarding patient health status or outcome was provided.